Event description:
It was reported that a patient presented to the emergency room (ER) with a history of syncope. Upon examination, it was noted that the right ventricular - rv lead exhibited loss of capture. The rv lead was explanted and replaced. The procedure was successful, and the patient was stable.

Manufacturer narrative:
The reported event of loss of capture was not confirmed. As received, a complete lead was returned in two pieces with the helix retracted and clogged blood/tissue for analysis. Electrical testing was performed and it did not find any indication of conductor fractures however an internal short was noted between conductor paths due to overtorqued inner coil in the connector region which is consistent with procedural damage. A visual and x-ray examination of the lead did not find any anomalies except for procedural damage.